Event description:
Neurosurgeon performing anterior cervical diskectomy at c3 to c4, leica microscopic dissection with posterior longitudinal ligament decompression and osteophytectomy. Insertion of a 5mm ao synthes prodisc-c. Synthes milling bit broke during the milling process. No patient harm, x-ray done to determine complete removal of the broken instrument.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. The lot was manufactured and processed per specification requirements and was inspected and conformed to the synthes incoming-final inspection sheet number. The suppliers certificate of compliance indicates the correct material was used and met the correct hardness and all required specifications. There were no complaint-related anomalies, mrrs, or ncrs associated with this lot.